Manufacturer narrative:
The driver board was found defective. After replacing the driver board, the device returned to normal operation.

Event description:
Hamilton medical ag received the following description from our partner in (B)(6): this c1 is an asset of nihon kohden. It is a device that is loaned out when the hospital's c1 malfunctions. We noticed this when it was returned from the loaner and we were performing an operational check. Despite being connected to ac power, the device turns off when the battery is disconnected. The screen display shows a symbol that the device is connected to ac power, but it has been running on battery all along.